Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, there was problem loading the device. The surgeon was able to squeeze the handle but could not press the green button and the device did not fire on two separate reloads. New handle was opened and surgeon requested for another reload after two attempts. Sales rep assisted with the loading of the new reload onto the new handle and this resolved the issue. There was no patient injury.

Manufacturer narrative:
Additional information:g4, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the device did not fire. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.